Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s button were a little harder to press, the motor grinds and screeches on rewind. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump read 200 mg/dl and the patient delivered insulin. Two hours later, the insulin pump still read that their sugars were 200 mg/dl. The customer was not sure if the screen was displaying incorrect information or if insulin was not always being delivered. The incidence had occurred twice. The device will not be returned for analysis.